Event description:
Customer reportedly received result of 314 mg/dl and a result of 114 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.